Event description:
It was reported that as of the day prior to the date of this report the patient was not walking well. The patient programmer showed the yellow light on, indicating therapy was off. Patient was able to turn therapy back on. The healthcare professional thought the patient had his cell phone in his pocket and thus he had turned therapy off. The patient had an adjustment about a month prior to the date of this report and the patient does not do well after adjustments. Patient¿s status was unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v326882, implanted: (B)(6)2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2009, product type: extension. Product ID: 3389s-40, lot# v326882, implanted: (B)(6) 2009, product type: lead. (B)(4).